Manufacturer narrative:
(B)(4).

Event description:
During follow up, the patient was admitted to the hospital for a seizure, the patients device could not be interrogated. The device was explanted and replaced. Patient is in good condition.